Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. However the device did not pass the battery usage tests for current. A crack in a component of the leadswitch capacitor caused a high current drain, which in return caused the device¿s longevity to decrease. Overall, analysis was able to confirm the allegation of premature battery depletion made against this device in the field.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device was suspected to have prematurely depleted. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.